Event description:
Account alleged missing ground pin on the power cord. Bed was found in the shop, no injury reported. Replaced the ac plug to resolve the loss of ground issue. This bed is equipped with a ground loss indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the patient.